Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set site. Customer's blood glucose was within range (value not provided). As the customer changed the site, a cause of occlusion could not be determined.